Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during central processing, the maryland bipolar forceps had a burnt tip. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a maryland bipolar forceps to perform failure analysis. The maryland bipolar forceps instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Probable root cause of thermal damage is attributed to insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h11 for follow-up information.